Event description:
The lay user/patient contacted animas on (B)(6) 2012 alleging that the pump continued to re-boot on its own. The patient informed customer support that an hour glass would appear on the pump for an unknown reason, the pump would then go to the verification screen where she would be able to confirm the date, time and battery type. The pump would then go to home screen and then an hour glass would appear again and go through the entire cycle again. There was no reported patient impact associated with this complaint. At the time of troubleshooting, the patient denied any trauma to the pump, denied the pump being exposed to water and confirmed there was no visible damage to the pump. The patient claimed she replaced the pump's batteries using several new batteries; however, the alleged power issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): a review of the black box shows power on resets. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hours with no power issues. A battery cap functional test was performed with no connection defects. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit was observed. The reported complaint was found in the pump history but not duplicated during investigation.